Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak from a unicel dxc 600i synchron access clinical system. Specifically, the no foam reagent was leaking from the y fitting that connects the tubing to the no foam bottle. The customer state that the tubing and fitting were not broken and the quick disconnect from the valve was secure. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced the y fitting and tubing, valves v37 and v22. Repair was verified per established procedures. (B)(4).